Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low gluc3 glucose hk gen.3 result for one cerebrospinal fluid (csf) sample from the cobas 6000 c501 module. The initial result was 0.1 mg/dl and the repeat result was 67.2 mg/dl. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 25013500. The expiration date was requested but was not provided.